Event description:
It was reported that the catheter had twisted. An opticross 18 vascular imaging catheter was selected for use. During the procedure, device was prepared and inserted over the wire through the sheath. The device wrapped around the v18 wire when it was turned on. The patient went to hospital for surgery to remove the device. There were no patient complications reported.